Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a fenestrated aortic endoprosthesis procedure. Reportedly, the prostyle guide only advanced a few centimeters. The device was difficult to insert so the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed with a large-hole sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, the following information was received:reportedly, a 0.035" guide wire was only able to advance a few centimeters into the guide. The device was removed. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported resistance with the guide wire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Factors that contribute to resistance with the guide wire, include, but are not limited to, user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.